Event description:
During routine preventative maintenance, biomedical engineering reports the pump is "consistently 10% under expected delivery." They reportedly use co testing procedure. With a dose limit of 20 ml, they receive approx 18 ml. There were no reports of any problems while the device was in pt use.

Manufacturer narrative:
Reported problem could not be duplicated. Device was received without a battery. Frequency of death or serious injury reports for code 103 (underdelivery) for products is approximately 0.52/million sets.